Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that a piece of a broken cutter device was stuck inside the attachment device. As a result, a cutter device was unable to be inserted to run the pretest. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Mfg date: it was inadvertently missed in the initial report that the lot number was unknown. Therefore, the device manufacture date is unknown. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that side loading was applied which caused lateral pressure on a bearing inside the attachment device causing friction and wear against the cutter device that led to fracture. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.